Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that further troubleshooting was able to resolve the issue and the rep was able to repair the patient's ipg.effective therapy restored.

Manufacturer narrative:
Corrected data: h1 - type of reportable event.

Event description:
It was reported that following an unrelated surgical procedure where it is unknown if the device was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.